Event description:
It was reported that, during a bph procedure, after using the device at 172,688 joules for 20 minutes, the fiber cap came unglued. The procedure was completed using an alternate device. There were no patient complications reported.

Event description:
It was reported that, during procedure to treat benign prostatic hyperplasia, the cap of this fiber came unglued after expending 172,688 joules over the course of 20 minutes. The procedure was completed using an alternate device. There were no patient complications reported.